Event description:
It was reported that the auto-stimulation output current on the patient's generator was lowered twice to a parameter not programmed by the facility spontaneously by the programming software. Upon initial interrogation, the programming system indicated a lower auto-stimulation setting than expected. It was then reported that the generator was interrogated a second time and indicated that the generator had another different auto-stimulation output current value. When the physician performed advanced interrogation, the auto-stimulation value was showing the correct value. No further relevant information has been received to date.

Event description:
It was determined that another software defect likely caused this issue. This defect occurs when communication failures allow the diagnostics to measure the output current before it has completely ramped up; therefore resulting in a low output current message. Review of the data logs of the tablet confirmed that this was the likely cause of the issue due to the short times between the run command and measure command as well as evidence of communication failures around the time the diagnostics were initiated. No further relevant information has been received to date.

Event description:
Further investigation determined two possible causes of the low output current message. If a magnet swipe occurred during the diagnostics, which can the delivery of output current for the diagnostics test, and the diagnostics measured the magnet swipe output current ramping-up to the programmed current instead of the autostimulation current after ramp-up. If an autostimulation delivery was triggered during a certain window of time during the diagnostics test this would interrupt the delivery of the current for the test and the autostimulation current would start to ramp-up again. If the measurement occurred during the ramp-up, it would be lower than anticipated and flag as low. No further relevant information has been received.

Manufacturer narrative:
Suspect device software version: version 1.5.2.1.

Event description:
The programming history of the generator was reviewed. Although there was no evidence that the patient's generator autostimulation values were programmed to incorrect values, it was observed that autostim diagnostics showed output current low twice before resolving on the third attempt. The low output current delivered values corresponded with the unintended output current reported by the facility. The internal data of the generator confirmed that the output current value displayed on the tablet corresponded with the peak output current recorded in the generator. The programming history showed that there was no attempt to reprogram the device on the date of the event. There was two faulted diagnostics (system and autostim) recorded on the suspect date. System diagnostics were ok. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the information clarifying the cause of each low output current event was inadvertently omitted from supplemental MDR 3.

Event description:
Based on the time differences between the run and impedance test functions in the tablet log file, the first low output current (time difference of 3 seconds) is believed to be due to the errors discussed in supplemental MDR 2 and the second low output current (time difference <1 second) appears to be related to communication errors as discussed in supplemental MDR 3.